Event description:
The customer stated that the central monitoring system (cns) display had been flickering numerous times today and will turn off. They can get it to come back on if they manipulate the cable on the display. MFR ref #:8030229-2014-00190.